Event description:
It was reported that balloon rupture occured. The target lesion was located in the vessel of the left leg. A 7.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilation. However, during inflation at 2 psi, the balloon ruptured. The device was removed and upon trying to inflate the balloon, a hole was noted. The procedure was complerted with anther of the same device. No patient commplcaitions were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product was a sterling otw catheter. The balloon was loosely folded with blood in the balloon and wire lumen. The tip, balloon, inner/outer shaft were microscopically and visually inspected. Inspection revealed a small balloon burst (circumferential) that was approximately 1mm in length with abrasions around the burst area. The location of the burst and abrasions was 3mm distal of the proximal markerband. The rest of the device was inspected, and no other damage or irregularities were found.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the vessel of the left leg. A 7.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilation. However, during inflation at 2 psi, the balloon ruptured. The device was removed and upon trying to inflate the balloon, a hole was noted. The procedure was completed with anther of the same device. No patient complications were reported.